Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2014; inratio: 2.7; date: (B)(6) 2014; inratio: 1.4; (B)(6) 2014; lab: 14; therapeutic range = 2.1-2.5. Patient self tester had a nosebleed on (B)(6) 2104. The following day she went to the hospital as she was still experiencing a nosebleed. Patient was given vitamin k treatments to decrease the inr level. On (B)(6) 2014, the lab inr result was 1.0. While in the hospital, patient developed blood clot from a PICC line. She was discharged from hospital on (B)(6) 2014, hematocrit was 18.9, inr unk. Patient self tester was started on lovenox for 3 months: (B)(6) 2014. Coumadin was restarted on (B)(6) 2014.

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain and returned strips did not uncover any deficiencies. The meter continues to meet specification and no product deficiencies were observed. The customer is anemic but a hematocrit at the time of the discrepancies was not provided. The customer provided hematocrit results of 24.2% on (B)(6) 2014 and 18.9% on (B)(6). Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The nonconformity associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.